Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The device has not been returned.

Event description:
Patient initially implanted with a bifurcated device and an ovation limb extension on (B)(6) 2016. On (B)(6) 2016 the patient presented with pelvic necrosis, thrombosis, and blood loss due to revascularization. The physician attempted to repair the vessels and was unsuccessful. On (B)(6) 2016 the patient expired. Physician indicated the final patient disposition was not related to the stent graft and was related to patient condition of poor vessels and iliac limbs.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information available, the clinical evaluation was not able to confirm the reported event. The clinical evaluation additionally found the following contributing factors to the reported event; off label use due to patient anatomy, high grade bilateral stenosis in the iliac and femoral vessels, pre-existing occlusion in the left iliac artery, calcification and thrombus present throughout the iliac artery. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices were not returned, no device evaluation was completed. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.